Event description:
While transferring 92 yr old pt from wheelchair to bed in a non-electric hoyer lift, canvas sling tore down the middle. Pt with history of fragile bones sustained bilateral fractures of the tibula and fibula of both legs. Pt currently suffering from pneumonia.device not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.